Event description:
The customer reported that the collimator coned (closed) down rendering the system inoperable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced. The system was then found to be operating as intended.